Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the tibial baseplate, the tibial impactor fractured. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the provided picture identified a post of the device is fractured from the body of the device. As the instrument was not returned, further evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed with the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.